Manufacturer narrative:
The device will not be returned for eval, as it was implanted in the pt.

Event description:
Coiling treatment of an aneurysm. It was reported that during deploying the third coil, the previously implanted coil herniated out of the aneurysm into the callosal marginal branch. An attempt was made to retrieve the coil with the retrieval device, but without success. No pt injury reported.